Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax) upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical narrative: following repositioning sheath placement via the right femoral artery, the patient was noted to have absent distal pulses in the affected extremity. Best practices were utilized during initial vascular access, including ultrasound guidance, micropuncture technique, and intravascular ultrasound (ivus) of the right femoral artery, which confirmed a vessel diameter of 5.5 mm. Assessment of distal perfusion was performed using the reaccess port on the repositioning sheath, and no distal flow was visualized under fluoroscopy. During support, the patient developed bleeding from multiple sites, including both groins and the nose. Blood products were administered, and systemic anticoagulation was decreased as part of clinical management.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5. Updated with additional information. D6b. Explant date updated. H6. Updated to reflect additional information.

Event description:
An impella cp was inserted via the right femoral artery in a 67-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), classified as society for cardiovascular angiography and interventions (scai) stage e. The patient was bridged to impella cp support for ongoing hemodynamic management. Following placement of a repositioning sheath via the right femoral artery, the patient was noted to have absent distal pulses in the affected extremity. Best practices were utilized during initial vascular access, including ultrasound guidance, micropuncture technique, and intravascular ultrasound (ivus) of the right femoral artery, which confirmed a vessel diameter of 5.5 mm. Assessment of distal perfusion was performed using the reaccess port on the repositioning sheath, and no distal flow was visualized under fluoroscopy. Per the field representative¿s report, the limb ischemia was resolved after the treating physician placed a distal reperfusion sheath in the affected extremity. During ongoing impella cp support, the patient developed bleeding from multiple sites, including both groins and the nose. Blood products were administered, and systemic anticoagulation was decreased as part of clinical management. The patient was transferred to another hospital and the outcome status was bridge to impella, with survival at explant.